Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 38 mg/dl. Customer reported of bolusing but did not eat and believes he may have over bolused which may have caused low blood glucose and passing out. Customer reported that blood glucose had been low for a couple of weeks. Customer declined troubleshooting due to knowing the reason that caused low blood glucose. Customer was advised to contact healthcare professional regarding pump settings.